Event description:
The following has been reported: display, (B)(6) re-routed complaint. Putting again as separate. Blank display is coming. Found display board faulty. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. " complaint description: ""display, (B)(6) re-routed complaint. Putting again as separate. Blank display is coming. Found display board faulty."" Expertise: the subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis, neither the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported issue could be confirmed using the provided video. Based on available information, the root cause of the reported event could be linked to defective display+a36 board. However, since the device was not returned, it remains unknown (not returned). To our knowledge no patient consequences have been reported. " this complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a.